Event description:
The lay user/patient's mother contacted animas alleging that the pump has "insulin delivery issues when cartridge falls below 20cc". No additional information regarding the alleged issue was provided. There was no mention of signs/symptoms suggestive of severe hypoglycemia or hyperglycemia or medical treatment for either of these conditions. Customer support made several attempts to reach the reporter to obtain additional information and review the subject pump; however, were unsuccessful in their attempts. Based on the information provided, there is no evidence that the patient suffered a serious injury as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.